Event description:
Customer reports a fiber leak at the onset of treatment on reuse number 5. This leak was noted by an audible blood leak alarm and confirmed with hemastix. Estimated blood loss=35cc. Treatment was continued with new disposables without incident. No pt injury or medical intervention reported.